Event description:
Unwitnessed arrest per co-workers. Found on floor after hearing noise and CPR started. Ems responded and placed combitude. Unable to obtain IV access. Patient was pulseless and apneic upon arrival to the ed (approximately 30 minutes post-arrest). Ed physician reported aicd fired repeatedly during resuscitation attempts and pacer spikes were rarely seen. Family reported pacemaker/aicd replaced in 2007 and had repair done in the following month, due to malfunction. Ed physician discussed with cardiologist. This was second patient with recently replaced pacemaker to expire to our ed.